Event description:
Two needles were bent in half and one broke off in the patient during injection. The needle broke off at the plastic to the metal connection. The patient had to be taken by ambulance to the hospital to have the needle removed.  The hospital personnel in the emergency department had the proper equipment to remove the needle by opening the injection site under a local anesthesia and were able to remove it without requiring more invasive surgery. A lot search revealed one (cmp-37) similar complaint event from this product/lot combination. Investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Correction: component code g should have been included in initial MDR. Additional information: retention sample inspection conducted - 10 pcs each: visual inspection - outer surface of needle tubes inspected with 10x magnifying glass and all samples found to be smooth and without defects rigidity and toughness test - all samples passed rigidity and toughness test of the needle tubes connection firmness test - applied 22n of pulling force on the needle and all samples did not become loose or separate at the needle hub and needle tube batch records were reviewed and no issues were noted in adhesive, rigidity and toughness, production process, or raw materials the root cause cannot be confirmed as no images or samples were provided for evaluation. A potential cause of the needle breakage is improper use. Per iso 9626:2016, the needle must be able to pass 20 bending tests at 20 ± 1 degrees for thin wall needles without breaking. Needles bent past its deflection properties may break. (B)(4).